Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent another gynecological procedure on an unknown date and mesh was implanted along with concurrent anterior and posterior colporrhaphy, vaginal sacrocolpopexy, vaginal hysterectomy, and cystoscopy due to uterovaginal prolapse, cystocele, rectocele, stress urinary incontinence with urethral hypermobility, and menorrhagia. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6).